Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not received.

Event description:
It was reported that the catheter was not straight. The complainant stated that it was "swirled/spiraled." The device was not used on the patient.

Manufacturer narrative:
Received 1 unused urethral catheter. The reported event was unconfirmed, as the problem could not be reproduced. Per visual 8inspection, the sample was not twisted. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter was not straight. The complainant stated that it was "swirled/spiraled." The device was not used on the patient.